Manufacturer narrative:
H4: the lot was manufactured from february 05, 2020 - february 06, 2020. H10: three (3) actual samples were received for evaluation. The fill port caps were removed from all samples. Visual with magnified inspection was performed which observed a dark loose foreign matter at the base of the fill port connector thread area in one (1) sample only. No foreign matter was identified in the remaining two (2) samples. Therefore, the reported condition was verified in one (1) sample and not verified in the remaining two (2) samples. The cause of the foreign matter was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a foreign material was observed in the fill port of three (3) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The foreign material was further described as "thread". This was identified prior to patient use. There was no patient involvement. No additional information is available.